Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the atrial and left ventricular set screws were unseated and contained septum material inside the hex cavity. This prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During implant, the right atrial (ra) lead failed to screw into the header of the device. The device was not implanted and another device was successfully implanted to resolve this event. The patient was stable.